Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. After resetting the arterial pressure pod during a routine hemodialysis treatment, the operator noted air coming from the patient's vascular access. Air recovery attempts were unsuccessful. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback due to air in the circuit. The air is attributed to problems with the patient's access. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified. Nxstage medical considers this report closed. No additional information will be provided.